Event description:
The battery will not hold power to the meter unless she is keeping her finger over the battery holding it tightly to the prongs. Once she removes her finger and puts the battery cover back on, the meter will not work. Based on the information provided from the inquiry, there's a shortage in the battery compartment. Replacement will be sent. Return label will be requested.